Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator showed intermittent loss of ventricular capture during episodes of non-sustained oversensing. Programming changes were made to address the issue. There were no patient consequences noted.